Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was just implanted a week ago and has been having issues with the stim hurting. They talked to the rep yesterday and they turned it down and it stopped hurting but it started hurting again. They talked to the rep again today and he said to shut the stim off for a couple days. Caller needed assistance shutting of her stim and was walked through how to turn the stim off. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member 2020-02-24. It was also reported the patient is still going in her pads and is complaining of pain on the left side of her vagina which makes it hard to walk. During call pss attempted to walk caller through how to use the external equipment but the communicator needed to be charged. On (B)(6) 2020 the patient and husband called back and requested instructions on how to connect. Reviewed general use and caller was able to connect and adjust setting per patient's feedback. Reviewed therapy information and general programming guidance and healing time factors. No further complications were reported or are anticipated.